Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 105 mg/dl at the time of the report. Prior to the event, the insulin pump alarmed button error and the buttons were unresponsive. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error, because the keypad trace was corroded.